Manufacturer narrative:
Additional information was added to h6 and h10. Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a micro-volume extension set unable to flush and leaked. During a tko (to keep open) infusion, an unspecified infusion pump alarmed ¿occluded¿. The nurse attempted to flush the line; however, was unable to flush the line. It was then observed ¿the tko line was wet and as the nurse attempted to flush again, tiny amounts of fluid leaked from the filter point¿. The line was connected to the patient via a PICC (peripherally inserted central catheter). There was no patient injury or medical intervention associated with this event. No additional information is available.